Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Section e3: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, vena cava perforation, tilt. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava filter (ivc) on (B)(6) 2006. Approximately 15 years later the patient was experiencing abdominal pain and underwent a computerized tomography scan (¿CT scan¿) of the pelvis and abdomen. At that time, the ivc filter was not mentioned by the reviewing radiologist. Approximately after one year, the patient was again evaluated for abdominal pain. Another CT scan was performed of the pelvis and abdomen on that date. This time the reviewing physician reported there is an ivc filter in place. A recent review of these imaging studies demonstrates that the filter is tilted with its apex against the cava wall. Multiple struts perforate more than 3 mm beyond the patient's ivc wall. One strut is fractured, and another abuts the duodenum. Hospital and medical records have been requested but not yet provided.

Event description:
Additional information was received 23apr2025 as follows: patient allegedly received a gunther tulip filter via the right internal jugular vein due to pulmonary embolism (pe). Patient is alleging vena cava perforation with one strut contacting/adjacent to the duodenum and device fracture. Patient notes and further alleges experiencing filter tilt with its apex against the caval wall. Multiple struts perforate more than 3 mm beyond the ivc wall. One strut is fractured, and another abuts the duodenum. Patient experiences pain in their legs making it difficult to walk. Additionally, patient reports limited physical activity.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d3 (email), g1 (email). Additional information: a2, a4, b5, b6, b7, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: leg pain, limited physical activity. Unknown if the reported leg pain and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.